Event description:
It was reported that during a cardiac ablation procedure, when aspiration was attempted, air was drawn from the hemostatic valve side of the sheath. The sheath, coaxial umbilical cable, and catheter were replaced, with the issue resolving after catheter replacement. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the afapro28 arctic front advance pro catheter with lot 22694 was returned and analyzed. No anomalies were identified during visual inspection of the balloon, shaft, and handle. The catheter smart chip data was reviewed and indicated the catheter was never used. (No application performed). The catheter was recognized and passed electrical integrity and performance testing. The catheter completed the inflation, ablation, and thawing phases with no system notices generated. No performance issues were identified. Th pressure and flow were in range, and the temperature curve had no oscillation or overshoot. However, during inflation guidewire lumen bent inside the balloon was observed. The balloon catheter was unable to be inserted into the sheath. The guidewire lumen was kinked inside balloon. The user may experience insertion difficulties due to kinked guidewire lumen. During inspection of the shaft, a guidewire lumen kink/twist was observed 1.5 inches proximal to the catheter tip. Pressure testing did not identify any leakage from the kink. In conclusion, the catheter failed the returned product inspection due to a kinked guidewire lumen. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.